Manufacturer narrative:
Additional information added to section updated patient information, age at event, sex, initial reporter, street, city, postal code.

Event description:
Medtronic received additional information that the aneurysm treated was bisaccular and located in the ophthalmic segment of the right internal carotid artery (ica). The aneurysm neck sizes were 2.7 mm and 4 mm. The proximal landing zone was 3 mm and the distal landing zone was 3.1 mm.

Manufacturer narrative:
The device will not be returned for evaluation; without return of the device, no definitive conclusions can be drawn regarding the clinical observation. (B)(4)

Event description:
Medtronic received information that the pipeline flex device did not open proximally. The device was removed from the patient, and a new device was used to complete the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.